Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4) clinical study.it was reported that during a coronary artery drug eluting stenting treatment procedure, a plaque shift occurred. There were two "low risk type a" de novo lesions in the right coronary artery (rca). The vessel was easily crossed with a non bsc guidewire. A 3.0x15mm maverick2 monorail balloon catheter was advanced to the first lesion and was predilated at 10atm. A non bsc stent delivery system was advanced and a 3.5x24mm stent was deployed at 16atm resulting in 0% residual stenosis. There was a small plaque shift noted just distal to the stent. The second lesion located in the rca was treated by deployment of a 3x18mm non bsc stent at 16atm resulting in 0% residual stenosis and excellent distal flow into all of the distal branches. Final angiography demonstrated excellent angiographic results. There were no patient complications as a result of the plaque shift.